Event description:
Pt had 10cm laparoscopic band placed in 2002. Pt complained of hiccups, abdominal discomfort and vomitting following surgery. An upper g.I. Contrast study revealed erosion of the band into the stomach. Pt was taken back to surgery for removal of the band. Pt was discharged home in good condition. Gastric band was disposed of following removal.